Event description:
It was reported that the pta balloon ruptured at nominal pressure during the 1st inflation. The device was retracted without incident. Another balloon was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. A complete manufacturing review could not be performed as the lot number is unknown. The device was returned. Based upon the condition in which the sample was returned, the investigation is confirmed for a break at the proximal balloon glue joint. The investigation is inconclusive for balloon rupture as the device could not be inflated due to the break. It is possible that the balloon would not inflate due to the break and the inability to inflate the balloon was perceived by the customer as a balloon rupture. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. The atlas instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.